Manufacturer narrative:
On (B)(6) 2014, the reporter contacted animas with additional information and reported that on an unspecified night, the patient went to bed and in the morning the pump was without power. The reporter did not check the alarm history for low battery and replace battery alarms and did not have the pump with them at the time of the call. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2014, the reporter stated that the ¿pump has had an issue not charging¿. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-aug-2019 with the following findings: during investigation, the pump passed all required testing for power , investigation was unable to duplicated power loss during investigation basal duration testing. The battery cap secures . The cover was removed with no evidence of power related defects found. It was noticed in the basal total daily dose (tdd) history the pump did not recorded the full 24 hour basal total . Total only reached 8.4 units on (B)(6)/2014 3. Alarm history confirmed a replace battery alarm on (B)(6)2014 at 04:29 am , prime was not recorded in the prime history until 07:19am and would explain tdd discrepancy. Alarm history confirmed a replace battery alarm on (B)(6)2014 at 04:29 am , prime was not recorded in the prime history until 07:19am and would explain tdd discrepancy.unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.